Event description:
It was reported that on 08 nov 2022, a patient presented grade 4 functional mitral regurgitation (mr) for a mitraclip intervention. One xtw clip was implanted and the mr was reduced to grade 2. On 31 october 2023, the patient returned for a second clip intervention due to recurrent grade 4 degenerative mitral regurgitation (mr). One additional clip was implanted and the mr was reduce to trace to mild. The physician did not comment on why the mr returned, as they did not perform the first clip intervention. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mr cannot be determined. Additionally, the reported patient effect of mitral regurgitation is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.